Event description:
Customer reportedly obtained results of 382mg/dl and 107 mg/dl on the aviva system within 10 minutes. An additional comparison reports results of 375mg/dl nad 115mg/dl on the aviva system within 10 minutes. No actions taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.